Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation / evaluation: as reported, on (B)(6) 2021, an unknown patient required the placement of an ultrathane biliary drainage catheter (rpn: ult8.5-38-40-p-6s-hirata-110184, product lot number: 13525499) in the bile duct during a percutaneous transhepatic cholangiogram drainage procedure. The access was gained via seldinger technique. On (B)(6) 2021, the patient reported that he ¿moved¿ his/her body and the catheter separated from hub. Leakage was observed. As a temporary repair, the catheter was connected to a drainage bag. The following day, the device was removed, and a similar device was placed to continue treatment. No other adverse effects were reported for this incident. A review of the documentation including the complaint history, device history record, quality control and specifications of the product was conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are currently in place to prevent the release of nonconforming product related to the reported failure mode. The risk specifications covering mac-loc drainage catheters includes hub separation as a potential failure mode. The identified risk controls include the manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record (DHR) for lot: 13525499 found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with this lot number. There is no indication the device was manufactured out of specification, and no evidence of nonconforming material in house or in the field. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, no returned product and the results of our investigation, it was concluded that the root cause of the failure could be attributed to a component failure without design or manufacturing deficiency. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Rpn: ult8.5-38-40-p-6s-hirata-110184. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane biliary drainage catheter (via seldinger technique) in the bile duct for a percutaneous transhepatic cholangiogram drainage procedure. One day after placement, the patient moved his/her body and the catheter separated from the hub. Leakage was observed. As a temporary repair, the catheter was connected to a drainage bag. The following day, the device was removed and another similar device was placed. No other adverse effects were reported for this incident.